Event description:
The user facility reports that the on/off switch is difficult to move, and that the device does not calibrate properly, it is cutting too deep. The user further reports that there was patient contact with the device, and there was no patient injury. On 5/22/2008 additional information: the nurse, specialty team leader reports that the first graft was taken was "a little deeper in the middle" of the graft, and required a few small stitches to lift that area of the harvest site. She confirmed that is was not considered a patient injury. A second graft was taken with a different dermatome and was perfect. The second graft was taken because the first graft was unsatisfactory.

Manufacturer narrative:
The device involved in the reporter incident has been received for evaluation. An investigation has been initiated based on the reported information.